Event description:
The customer reported more than 1 ml of fluid leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the diluent leaking from the tubing connected to the solenoid 18. The fse replaced the tubing, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).